Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. Correction: f10/h6: medical device problem codes (replace code). H4: the lot was manufactured october 7-8, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection connector of a large volume infusor became detached at the device interface. The device contained endothelin. This was observed before use. There was no patient involvement. No additional information is available.